Event description:
St jude medical was made aware of a case report which appeared in the journal of invasive cardiology. The patient was a diabetic with an extensive history of coronary artery disease, but no history of symptomatic peripheral vascular disease. They presented one month prior for elective cardiac catheterization performed for evaluation of medically refractory angina pectoris. Cardiac catheterization was performed using a modified seldinger technique through a 5f sheath introduced into the right common femoral artery. After coronary angiography, the physician proceeded with an ad hoc 2 vessel angioplasty and stent placement through a 7f sheath. The patient was pre-medicated with an iib/iiia inhibitor (eptifibatide), unfractionated heparin at 60mg/kg bolus and 300 mg of oral clopidogrel. An act of 233 seconds was documented upon completion of the procedure. Immediately after the angioplasty, an 8f angio-seal device was deployed using recommended techniques. Entry site at the common femoral artery and absence of atherosclerosis were documented by limited femoral angiography prior to deployment of the seal. A mild calcification of the iliac vessels was noted. After deployment there was no evidence of an expanding hematoma or oozing. Examination of distal pulses revealed diminished dorsalis and malleolar pulses. Angle brachial index (abi) was 0.7 on the affected limb. There was evidence of a new bruit over the groin area. The patient had no pain and there was no evidence of pallor or coolness of the affected extremity. A duplex ultrasonography revealed loss of triphasic flow and increased velocities at the common femoral artery. Velocities were increased from 43 cm/second to 305 cm/second. There was a filling defect, presumably due to the angio-seal device, and a lumen narrowing of approx 80%. Considering that the patient was asymptomatic and the stenosis was non-occlusive, conservative management was recommended. Four weeks after deployment of the angio-seal, the patient developed rapidly progressive claudication and rest pain. Physician examination revealed dependency rubor and elevation pallor. Angiography revealed a sub-total occlusion of the right common femoral artery. Endarterectomy and surgical removal of the angio-seal was recommended. During surgical dissection, the artery was noted to be calcific and atherosclerotic. Endarterectomy was performed from the external iliac artery to the superfical femoral artery. The entire plaque and the angio-seal were removed. A hemashield graft was used for reconstruction. The patient did well and remains asymptomatic to date. Since the user is unknown, the co is unable to confirm if the user had completed the st. Jude medical certification process for the correct deployment technique.